Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect and clean various parts of the pump, attempt the cartridge load process, and try another cartridge, but the error persisted. The customer reverted to an alternate method of insulin therapy.